Event description:
Ous MDR - three days after the implantation low pacing impedance (<200 ohm), no sensing and no capture (7.5v@1.5ms) were found for the atrial lead. Moreover, an increased ventricular threshold was detected (5.0v@0.4ms). On (B)(6) 2015 a revision was performed. The right ventricular lead was repositioned in the apex region finding a good threshold, however, no evident dislodgement was present.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up data you provided have been analysed and confirm the issues mentioned in the complaint description. The atrial lead showed low out-of-range pacing impedance, loss of sensing and no capture at maximum output. The ventricular lead also showed an increased pacing threshold. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.